Event description:
Neuropathy (provisional dx) [neuropathy peripheral]. Profound and permanent neurological injuries [neurological complication from device]. Severe and permanent physical injuries [injury]. Diagnosed excess zinc [hyperzincaemia]. Copper depletion [cooper deficiency]. Case description: an attorney reported that their client, an adult female age (B)(6), used (and ingested) fixodent denture adhesive, version unk cream on dentures she rec'd approx 22 years ago, last known use in (B)(6) 2009, and has suffered from profound and permanent neurological injuries, severe and permanent physical injuries, and was diagnosed with neuropathy attributed to excess zinc and resulting copper depletion. She discontinued use of fixodent in (B)(6) 2009 after being diagnosed with neuropathy. She has rec'd and will continue to receive unspecified medical care and treatment. Because of the events, the client had disabilities and was unable to perform her normal, customary and daily activities. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.